Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged, no functional test was performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a robotic assisted prostatectomy procedure, the device locked out. There was no patient consequence.